Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(6) displayed mid:23 (patient probe offset) error message was confirmed during the functional testing and based on the review of the event log. The root cause for the reported mid:23 error message was a defective I/o board, likely due to the aging of the device. The thermogard xp ivtm system was manufactured in july 2010 and is 11 years old, well past the expected service life of 5 years. During visual inspection of the thermogard console, unrelated to the reported complaint, it was noted that a broken bumper, cold well gaskets are degraded, a loose top lid and pump lid, worn white rollers, a degraded window display, burnt assembly wire harness at at pic-16 and ce, leaks under cold well, fitting barb and at cracked march pump and missing cap of the spritzer in cold well , top lid screw , pan drip, pin dowel at top cord hook and handle were observed. These types of physical damages/loose/worn/degraded/burnt parts and leaks could be attributed to user mishandling and/or normal wear and tear. All observed damages and faulty parts were replaced to address these issues. The event log review showed multiple mid:23 error message error messages around the reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, a mid:18 (post serial eeprom) error message occurred, and the cause for the mid:18 was that the power of real time clock was interrupted due to customer had replaced display head battery. The thermogard xp ivtm system failed functional testing due to the mid:23 error message displayed during the self-test. After replacing the I/o board, the thermogard xp ivtm system passed the functional testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During annual preventive maintenance by the customer's biomed, the thermogard ivtm system (sn (B)(4)) displayed mid:23 (patient probe offset) error message. No patient involvement.